Event description:
Pt seen in ed for cp, sob and hyperkalemia. Admitted to 23 hr obs and treated for cv k of 6.7 with kayexalate 45 gm po. Lab result was inaccurate. When repeated and problem identified the physician was notified and pt received kcl 40 meq po. K remained stable throughout. Service rep investigated and replaced aliquot probe (small tear in sheath). Bleached, primed and tested. Instrument function verified, qc run. Correlations with vista 1 (backup) performed and within limits.